Event description:
Information received from the field does not address the patient's clinical status but notes that a holter monitor documented 37 minutes of loss of capture. When the patient was seen clinically, the device exhibited dashes (---) for several parameters. Reprogramming attempts were unsuccess- ful until emergency vvi was utilized. Normal function ensued and patient follow-up will continue.